Event description:
It was reported by the rep that the two tct75 were used during an open bowel resection procedure. It was reported that the instrument misfired and the staples did not form properly. A new cartridge was added and it again misfired. The surgeon was able to pry the device apart. The or time was extended by 10 minutes.